Event description:
It was reported that during fass procedure, blade broken. The procedure was completed with backup product, extended time by 2 hours. Confirmed by the user that no fragments detached from the device. There is no patient impact.

Manufacturer narrative:
H3: the device and an open pouch were returned wrapped in a bubble wrap. The pouch was open from 3 of 4 sides and the open sides of the pouch were stapled when returned. Upon return, it was observed that the distal end of the inner shaft spiral wrap was expanded. There was a broken loose piece of shrink tubing on the expanded spiral wrap. There were traces of dark residue observed on the loose piece of shrink tubing. It was also observed that upon return, the middle tube tip was broken off and not returned. The functional testing could not be performed due to damaged condition of the device upon return. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.